Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the right ventricular (rv) lead exhibited high impedance measurements and damaged. During the procedure, the set screw of the pacemaker header was too loose and could not be connected with the replacement rv lead. Both rv lead and pacemaker were explanted and replaced on 14 oct 2024. The patient had no adverse consequences.

Manufacturer narrative:
The reported event of set screw too loose was not confirmed. The device was above elective replacement indicator (eri). Visual inspection of setscrew performed and no anomaly was noted. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.